Event description:
It was reported while using venflon pro safety 16g x 45mm leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the venflon was sited correctly but was leaking back through the port site on connection to an IV fluid set. When the giving set was removed (with a view to changing to a different cannula) venous blood was able to pass freely back out of the open port.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one photo and one used, contaminated sample were received by our quality team for evaluation. The returned photo shows a top web of batch 1231548. The sample was subjected to visual inspection. The valve is observed to not be in the correct position and appears to be stuck at the injection port of the returned sample. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. The valve assembly process consists of the valve being cut to the required length and placed on the catheter hub luer. The insertion tool will insert the valve to the preset position and simultaneously inspect the valve position and test the injection port for leakage. If there is an opening at the injection port or the valve is not in the correct position, the sample will be rejected. The insertion tool will then be retracted, and the product will move to the next station according to the inspection result. Based on the manufacturing process, the probable root cause of this complaint could have occurred when the insertion tool retracts to the home position. The insertion tooling could be worn off and cause sharp edges to form on the originally rounded tool. The worn insertion tool then caused the valve to be pulled out of its correct position. The insertion tooling was uninstalled for verification and no abnormality was observed. There has been no change to the inspection tooling since the production of this complaint batch. A review of the past 12 months quality notification was performed, and no similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined.

Event description:
It was reported while using venflon pro safety 16g x 45mm leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the venflon was sited correctly but was leaking back through the port site on connection to an IV fluid set. When the giving set was removed (with a view to changing to a different cannula) venous blood was able to pass freely back out of the open port.